Event description:
Pharmacy technician removed a 20 ml bd syringe, during review of item, it was noted that the volume gradients were not calibrated correctly with the lines starting too far down the syringe, resulting in 7 ml of fluid in the syringe when it was drawn back to the 5 ml line. Syringe was removed from the area and remaining supply was reviewed to ensure accuracy.